Manufacturer narrative:
(B)(4) stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex esophageal stent was to be used to treat a 6 cm malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, fluoroscopy was performed during the procedure; however, both the proximal and distal ro markers of the delivery system were not able to be captured on the image at the same time. Reportedly, the physician thought the distal ro marker was the proximal ro marker. The physician began deploying the stent when it was noted that the position of the stent was proximal to the stricture. The physician attempted to push the delivery system downward but was unsuccessful. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the shaft bend. It was possible to deploy the stent with no resistance noted. No other issues were identified during the product analysis. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states; ¿using fluoroscopic guidance to position a covered stent, position the delivery system with the proximal inner ro marker above the proximal tumor margin and the distal inner ro marker below the distal tumor margin, centering the tumor between the markers.¿ in this event, the physician mistook the distal marker for the proximal marker. Additionally, the dfu states that a distal release system may be repositioned proximally but that the physician attempted to reposition by pushing distally. Therefore, the most probable root cause classification is user / use error.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex esophageal stent was to be used to treat a 6 cm malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, fluoroscopy was performed during the procedure; however, both the proximal and distal ro markers of the delivery system were not able to be captured on the image at the same time. Reportedly, the physician thought the distal ro marker was the proximal ro marker. The physician began deploying the stent when it was noted that the position of the stent was proximal to the stricture. The physician attempted to push the delivery system downward but was unsuccessful. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.